Manufacturer narrative:
Product is not available for return and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time.

Event description:
Brush head won't stay on the brush, it keeps falling off [device breakage]. No adverse event [no adverse event]. Case description: a male consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushheads, version unknown would not stay on the brush and kept falling off. No symptoms developed.